Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What two anatomic structures were being anastomosed? How was the anvil placed? Was the plastic ancillary trocar used? If so, was there any difficulty removing the ancillary trocar? Was the orange band on the device trocar completely covered after the anvil was fully attached as per the IFU? Was there any tension on the anastomosis? Was there any tissue noted in the anvil locking springs? Was there any damage noted to the anvil locking springs? Were there any patient consequences?

Event description:
It was reported that even if the anvil was well clicked and the orange ring was visible, the device disengaged. Fortunately, the device was open, and the surgeon could hold the anvil during the tightening because the surgical procedure was open. The stapling was ok. The surgeon used it for an esophagus procedure.

Manufacturer narrative:
(B)(4).batch # t5ca43. Device evaluation summary: the analysis results found that the cdh25p device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Noted the anvil gap was > 0¿. There were no issues removing the test skin from the device. Also, the anvil performed as expected. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.